Event description:
Patient developed hematoma 1 wk post implant. After pocket opened, no capture at high output, far-field atrial event on vent channel, blood in ring area of header. Concluded high pressure from pocket hematoma forced blood through setscrew, causing the problems.